Manufacturer narrative:
The field service representative (fsr) verified the reported issue. Possible bad display assembly and part is on backorder. The fsr installed a loaner roller pump and performed a verification release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During laboratory evaluation, the reported complaint was duplicated. The product surveillance technician (pst) observed start/stop button not working due to broken solder joints on membrane display panel. The pst observed no signs of abuse or damage. The roller pump was to be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the start/stop button on the roller pump was not working. The device was not changed out, as the user was still able to control the pump using the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.